Manufacturer narrative:
Approximate age of device - 5 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was in the cath lab getting a subcutaneous ICD revision. The ICD had noise on the qrs. It was attempted to reposition the leads away from the hm3 pump however there was too much interference so it was decided to turn off the ICD and evaluate the patient for a life vest.

Manufacturer narrative:
A direct correlation between heartmate 3 lvas and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on the heartmate 3 lvas and no further issues have been reported at this time. The heartmate 3 lvas IFU explains that the hm3 pump may cause interference with icds and if electromagnetic interference occurs, it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead. The IFU also states that if a patient receives a heartmate 3 lvad and has a previously implanted device that is found to be susceptible to electromagnetic interference, which could affect programming, the manufacturer recommends replacing the ICD or ipm device with one that is not prone to programming interference. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.